Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) is being investigated. A supplemental report will be submitted upon completion. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a damaged t3 transformer on the defibrillator pca. The monitor enclosure was physically damaged. The root cause for the damage to the defibrillator pca was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.